Event description:
It was reported that the unspecified bd ultra fine¿ insulin pen needle had a loose plunger during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: my dog has diabetes and we have used your ultra-fine 6mm 31g syringes for three years. Today, I tried to use a syringe from lot 8330977 a, manufactured 01/01/2019. One of the syringes had no needle inserted into the top. I rechecked the protective cap to see if the needle was lodged inside. It was not. The next syringe was perfectly fine. I have not had a problem like this one before. Most difficulties I have are too loose or tight plungers. At first, the needle would bend when the cap was removed making the syringe unusable. I resolved the problem by requesting a syringe with a shorter needle and taking extreme care removing the cap.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review due to unknown lot number. H3 other text: see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd ultra fine¿ insulin pen needle had a loose plunger during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: my dog has diabetes and we have used your ultra-fine 6 mm 31g syringes for three years. Today, I tried to use a syringe from lot 8330977 a, manufactured 01/01/2019. One of the syringes had no needle inserted into the top. I rechecked the protective cap to see if the needle was lodged inside. It was not. The next syringe was perfectly fine. I have not had a problem like this one before. Most difficulties I have are too loose or tight plungers. At first, the needle would bend when the cap was removed making the syringe unusable. I resolved the problem by requesting a syringe with a shorter needle and taking extreme care removing the cap.